Event description:
The cable connects a generator to a cardiac ablation wand or probe. The patient appeared to receive the correct signal and the ablation was successful. However, the generator indicated a cable malfunction.